Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 6 infusions sets fell off events on (B)(6) 2024. The events occured within a few hours to half a day of insertion. The blood glucose level was displayed as high. Patient replaced infusion set and resumed insulin successfully. No further information available.